Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward the tissue stop during two non-consecutive firing sequences causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. It should be noted that an investigation was initiated to address the potential root cause of jaw opening issues. During this investigation advancer bypass was identified as one potential root cause; therefore, advancer bypass is being evaluated in this investigation. The remaining two clips were conforming according to our manufacturing specifications and then, the device locked out as intended but the orange indicator was visible at 15th firing sequence thus, it was not completely visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device was fired and it would not open. It was not known how the device was removed from the patient. There was no adverse consequence to the patient. There is no additional information.